Manufacturer narrative:
(B)(4) . We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
A philips applications specialist reported auto multi planar reconstructions (mpr) of the brain that are oblique are created with poor image quality. The customer has stopped using the auto mprs for these types of scans and started creating the mprs manually in the CT viewer. The applications specialists confirmed a rescan of a patient was not required. There was no report of misinterpretation or mistreatment as a result of the issue. The applications specialist also stated that this issue appears to be the same as the "worm like appearance" reported in another complaint.